Event description:
User experienced a leak coming from under the analyzer and onto the floor. Operator was not harmed and patient samples were not affected. The field service representative determined there was a small tear in the tubing mount at the degasser exit and replaced the tubing. He also noted the needle was bent in the pre-clean bottle resulting in contents leaking onto the floor and replaced the needle. Performance tests were performed.